Event description:
It was reported that, after a tka had been performed on an unspecified date, the patient experienced an infection and pain. This adverse event was solved by a revision surgery on (B)(6) 2022, the surgeon said the devices were not defective. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested information, the root cause of the reported symptoms cannot be definitively concluded. Per case communication, ¿the surgeon says the devices were not defective.¿ the patient's current condition remains unknown, and the patient impact beyond the reported infection, pain and revision cannot be determined. Therefore, no further medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, post-operative healing issue, joint tightness and/or material in use. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.